Manufacturer narrative:
No product returned engineering evaluation performed as the device is not available for return. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work orders and verifying that there has been no other complaint associated with each serial number. The complaint for frame damage was unable to be confirmed; therefore, a complaint history review is not required. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. No visual, functional or dimensional testing was performed, as the device was not returned. 3mensio report was provided by the site, which showed tortuosity in access vessel. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed as relevant imagery were not proved for evaluation. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. The commander delivery system with s3u thv IFU, device preparation training manual, and procedural training manual were reviewed. It is noted that during retrieval the physician should not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. 'Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip.' Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'when he pulled the valve back to the sheath, the valve caught on the lip of the sheath. This caused a portion of the outflow part of the valve to flare out. After deciding we were unable to remove the valve and the sheath together, the physician decided to deploy the valve in the thoracic aorta'. As stated in the complaint description and revealed in 3mensio, patient's access vasculature was tortuous. The presence of tortuosity in access vessel can create a challenging pathway as it can create non-coaxial angles for delivery system (with crimped valve) withdrawal through sheath. In this case, due to the characteristic of patient anatomy, outflow struts have caught on to the sheath distal tip. If the device was manipulated excessively, in attempts to retrieve the device, in such conditions can result in damage to the valve (outflow) struts, as reported. As such, available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial crimped valve retrieval / excessive device manipulation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect was identified, no corrective or preventative action is required.

Manufacturer narrative:
Device remains implanted. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the physician was unable to complete valve alignment due to tortuous anatomy throughout the aorta. The physician was able to pull the balloon back to second white marker (gross) but was not able to fine adjust the balloon in the valve. The physician tried multiple attempts and spots. After unsuccessful tries, he decided to remove the valve and delivery system. The physician was unable to fully bring balloon in to valve due to tortuous anatomy. When he pulled the valve back to the sheath, the valve caught on the lip of the sheath. This caused a portion of the outflow part of the valve to flare out. After deciding they were unable to remove the valve and the sheath together, the physician decided to deploy the valve in the thoracic aorta. They then placed a covered stent within the valve to make sure it was secure and protect the aorta where there was the flared portion of the valve stent. At last report, the patient is stable and home, and the plan is to reschedule tavr for april. Physician is requesting delivery system be returned and evaluated to make sure there were no other complications with the device. It was reported the system was able to move into valve alignment position during prep (buttons were pressed /released, shaft moved normally).